Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the keypad button symbols are worn, and that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the keypad buttons have been intermittently unresponsive for the past 2 months. She noted that the keypad button symbols are worn. The family member stated that the buttons still stick and spring back when pressed. She confirmed that the rubber keypad is intact, and stated that the patient wears the pump on his waist or in a pocket.